Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device subassembly- rinse station squeegee.

Event description:
The customer received questionable result s for creatinine jaffe gen 2 (creaj) on several patients. The samples were not passing delta checks and the samples were re-run on a backup analyzer. Data was provided for only one patient sample, which was determined to be erroneous. All results are in mg/dl. The initial result was 1.31, and this result was released to the floor. The sample was then repeated on a cobas integra 400 (i400) serial number (B)(4). The repeat result was 2.75. The result from the i400 was considered to be the correct result and a correction was called to the floor. There was no adverse event. The customer noted after further troubleshooting they noticed there was water on top of the reaction cells. The lot of creaj reagent in use was not provided. The field service representative found that the cuvette rinse station squeegee was misadjusted, causing water to splash into other cells. He adjusted the squeegee. The customer performed calibration and qc; which was within specification.